Event description:
It was reported that an asymptomatic patient presented in clinic for routine evaluation. Upon interrogation, the implantable cardioverter defibrillator exhibited multiple episodes of post paced t wave oversensing. The patient did not receive therapy during the episodes. Programming changes were made to resolve the issue.